Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Company field service engineer (fse) attempted to perform anti-virus scan on rosa planning station, per work instruction. When attempting to run windows security scanner, an error occurs. Error suggests to go to the following link. Attempted to re-download 64-bit and try again. Still unsuccessful. When this is still unsuccessful, fse attempted to download and test 32-bit. 32 bit produces expected error that this version is not compatible with windows version. Unable to perform anti-virus scan with windows security scanner.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The complaint analysis concluded that the antivirus scan could not be performed on the planning station because the model of the computer was too old and did not support the signature of the antivirus. The planning station was replaced.

Event description:
Company field service engineer (fse) attempted to perform anti-virus scan on rosa planning station, per work instruction. When attempting to run windows security scanner, an error occurs. Error suggests to go to the following link. Attempted to re-download 64-bit and try again. Still unsuccessful. When this is still unsuccessful, fse attempted to download and test 32-bit. 32 bit produces expected error that this version is not compatible with windows version. Unable to perform anti-virus scan with windows security scanner.